Event description:
It was reported that stent damage occurred. The target lesion was located in a long lesion in radial artery. A 38 x 2.50mm promus premier drug eluting stent was selected for use to treat the lesion; however, during unpacking, the physician noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a long lesion in radial artery. A 38 x 2.50mm promus premier drug eluting stent was selected for use to treat the lesion; however, during unpacking, the physician noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.